Manufacturer narrative:
(B)(4).

Event description:
It was reported telemetry issues were observed when an asymptomatic patient presented in the clinic for a routine follow-up. The device still could not be interrogated after the wand was repositioned several times. There was no source of electromagnetic interference detected. More testing was performed but still unsuccessful. The device was extracted and replaced with no complications.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the lab. Communication could not be established between the device and the programmer due to a depleted battery. The device functionality was bench tested and no anomaly was detected. In further analysis the disassembly of the cell stack revealed a short circuit - svo [silver vanadium oxide] particle poking through the cathode separator near the bottom of cathode plate with a corresponding hole found on the anode separator.